Event description:
Three weeks post-op, it was determined that one of the pedicle screws of a three level construct had broken mid shaft. The patient was revised on (B)(6) 2014. The broken screw was removed and replaced. Patient was not in pain prior to revision surgery.

Manufacturer narrative:
Device was not returned for evaluation. According to the surgeon the patient had extremely hard bone. This risk is identified in the IFU that is distributed with the product.